Event description:
The denmark health authorities contacted stryker to report that burns occurred on the patient's chest after defibrillation.

Manufacturer narrative:
No additional information about patient involved in the reported event were reported to stryker. No additional information about device involved in the reported event were reported to stryker. The electrodes were discarded by the customer after use. The electrodes were not returned to stryker for investigation. A cause of the reported issue could not be determined.

Event description:
The denmark health authorities contacted stryker to report that burns occurred on the patient's chest after defibrillation.

Manufacturer narrative:
Section d6 device code grid of initial MDR indicates: adverse event without identified device or use problem. Section d6 device code grid of initial MDR should indicate: no apparent adverse event.